Manufacturer narrative:
(B)(4).

Event description:
During follow-up, noise was detected on the right ventricular lead. The lead was explanted and replaced. During the procedure, insulation damage was noted. The patient is in stable condition. Related manufacturer report number: 2017865-2017-01733.